Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event is filed because thrombus was noted on the steerable guide catheter. It was reported that the patient, with functional mitral regurgitation (mr), underwent a mitraclip procedure. During insertion of the steerable guide catheter (sgc), after crossing the fossa ovalis, thrombus formation was noted. The activated clotting time (act) was 404. No additional intervention was performed to remove the thrombus; however, anticoagulation medication was administered. Two clips were implanted and the mr grade was reduced from grade 4 to grade 1. Post procedure, the patient was in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of thrombosis as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a definitive cause for the reported thrombosis could not be determined. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, could not be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.